Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier will not let go of clip, an investigation was completed to determine the cause of this reported event. The medium-large clip applier instrument was analyzed and found to have a failure of the clip test due to misapplication of the clip by the clip applier instrument. The instrument was placed and driven on an in-house system. Although it passed the recognition and engagement tests, it could not release the clip as commanded. Additional observations related to the customer-reported complaint include a bent grip and misalignment of the tip with the other grip. Another observation not reported by the site is that the instrument had multiple cracked input disks. Hairline cracks were found on grip input disks #6 and #7.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier will not let go of clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.